Manufacturer narrative:
Date received by manufacturer: 05jul2019. Date of report: 10jul2019. The gds (gas delivery system) assembly was returned for failure analysis. The da pcba (data acquisition printed circuit board assembly) and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. A visual inspection of the gds revealed no evidence of damage or contamination. During testing of the gds, it was determined that the u1 component on the oxygen flow sensor printed circuit board assembly was defective and this caused the reported oxygen accuracy failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's power switch overlay and o2 flow sensor assembly to resolve the reported issues. Pse also replaced as part of preventative maintenance (pm) the unit's (o2) inlet filter, inlet air filter, and cooling fan filter. Unit was cleaned and tested. Unit passed all testing. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit's power led did not turn on. Customer also found unit oxygen (o2) concentration test values were off. The customer reported there was no patient involvement.